Manufacturer narrative:
The device has not been returned for evaluation and no images or videos have been provided of the filter in-vivo, so the complaint cannot be confirmed. If additional information is provided in the future, this issue will be reevaluated as needed.

Event description:
According to the notice received by way of a civil action complaint filed on april 17, 2019, the patient was prescribed and implanted with an option retrievable ivc filter on or about (B)(6) 2012 by dr. (B)(6), m.d., at (B)(6) medical center in (B)(6). The patient had a scheduled retrieval procedure on or about (B)(6) 2016 by (B)(6), m.d., at (B)(6) hospital in (B)(6); the filter was retrieved. The complaint alleges embedment and fracture and multiple retrieval surgeries. The complaint specifically alleges ¿a significantly difficult ivc filter removal, which required multiple attempts to remove the embedded filter. The ivc filter retrieval was in a piecemeal fashion of 3 fragments of the ivc filter being removed using an sos 2 catheter and glidewire combination loop holding the filter and retrieval with endobronchial forceps causing me pain, suffering, anxiety and loss of enjoyment of life.¿ argon¿s attorneys are attempting to gather additional information.